Event description:
Customer reported hospitalization due to low blood glucose readings of 24 mg/dl. Customer reported symptoms of sweating and being non responsive prior to the alarm. Customer was treated with a glucagon shot and then taken to the hospital. Customer reported being connected when priming the line prior to the hospitalization. Customer was also noted to be computer illiterate and having pre dementia. Customer's blood glucose reading at the time of the call was 254 mg/dl and has treated with a pen. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.